Event description:
Caller reported a malfunction on pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts provided information to reset pump and assisted with restarting cgm; customer chose to handle cartridge reloading independently. Malfunction code did not recur after reset, and customer was informed to continue using pump and to contact support if issues occur again.